Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Two ac charger cords were included. No issues were noted. A functional evaluation was performed. The index handle would not turn. It was locked into place. The locking pins within the rotational assembly were misaligned which allowed the index handle to jam into a stationary position. The reported failure was confirmed and the root cause has been determined to be a mechanical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a degradation of the loctite that secures the pins in place over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet locking mechanism that attaches to the rail was stuck and was not able to be locked or moved. The incident occurred before the procedure. No delay or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.